Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the catheterization process, the guidewire could not be withdrawn. After the catheter was pulled out, it was found that the guide wire was significantly discounted. The catheter was not repaired, there was no leak, alcohol was used as the cleaning agent for the device, tego was not utilized, there was no luer adapter issue and there was no patient symptoms or complications in relation to this event. It was also stated that the one (1) set of the catheter was replaced to resolve the issue,the procedure was proceeded and completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event, there was nothing unusual observed on the device prior to use, flushing was not performed, there was no other product being utilized with the device, there was no damage to the device's external packaging and box. It was also mentioned that there was no medical intervention done to the patient, the guidewire that was provided with the kit was being used, x-ray was not performed post procedure and all pieces were retrieved. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation, based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted, a guidewire that had been bent in several places. The image also showed, a catheter that had no abnormalities. It was reported, that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely, cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the catheterization process, the guidewire could not be withdrawn. After the catheter was pulled out, it was found that the guide wire was significantly discounted. The catheter was not repaired, there was no leak, alcohol was used as the cleaning agent for the device, tego was not utilized, there was no luer adapter issue and there was no patient symptoms or complications in relation to this event. It was also stated that the one (1) set of the catheter was replaced to resolve the issue,the procedure was proceeded and completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event, there was nothing unusual observed on the device prior to use, flushing was not performed, there was no other product being utilized with the device, there was no damage to the device's external packaging and box. It was also mentioned that there was no medical intervention done to the patient, the guidewire that was provided with the kit was being used, alcohol was used to treat the insertion site prior to product placement, x-ray was not performed post procedure and all pieces were retrieved. There was no reported patient injury.